Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a no delivery alarm. The blood glucose reading was 300 mg/dl. The customer treated with a manual injection. The customer was able to get insulin to come through with a manual push, but there was greater than normal resistance. The customer ran a cannula fill and received another no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir using a new transfer guard performed pre-fill test to reservoir and reservoir passed inspection. No occluded anomalies found during analysis.